Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-00624. It was reported that a pericardial effusion occurred post implantation. A left atrial appendage (laa) closure procedure was performed. At the time of the procedure the patient's international normalized ratio (inr) was 3.8. They continued with the procedure and gave a "fft" in the room. A 21mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used. Two partial recaptured were performed, since the closure device was deployed too distal. The third deployment was successful and pass criteria was met. The patient was given heparin during the case and their activated clotting time (act) was 297. The patient did not receive protamine at the end of the case and there was no pericardial effusion (pe). They were then discharged to the floor. The following day at 8:00am an echocardiogram was performed and the patient had a 3cm pe. While going to the catheterization lab they had a lot of chest pain, their blood pressure was 115/70 mmhg and inr was 2.2. A pericardiocentesis was performed and they drained 360cc of blood out of the pericardium. They sutured the pigtail in place so the patient was discharged back to the floor with the pigtail in place. The patient is doing fine.